Event description:
It was reported that during an unknown procedure the device is down according to operators.

Manufacturer narrative:
(B)(4). Date sent: 3/13/2024. B3: event year only reported: 2023. D4 batch #: t93u4l. The following information was requested, but unavailable: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? Did the patient experience any adverse consequences due to this issue? This is an analysis of a set of images submitted for evaluation. Two images were provided by the customer. Image 1 shows an hp054 with no apparent damage. Image 2 shows an hp054 connector. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. No functional testing could be performed due to the nose cone cracked. The device was disassembled to examine the condition of the internal components and no anomalies were noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone.